Event description:
Medtronic literature review found reported of incomplete aneurysm occlusion, death, ischemic stroke/thrombosis, aneurysm rupture, in stent stenosis, and axium coil dislocation in association with aneurysm embolization using an echelon catheter and axium coil(s). The time frame of this study was from 2012 to 2018. The purpose of this article was to evaluate the efficacy and safety of this stent assisted coil embolization, assessing aneurysm occlusion rates and complication rates over an extended follow-up period. The authors reviewed 61 cases of patients treated for intracranial aneurysms using a non-medtronic stent, echelon catheter, and axium coil(s). Of the 61 patients, the average age was 56 years, 43 were female and 18 were male. The article does not state any technical issues during use of the echelon catheter. The article does state a coil was dislocated despite correct stent placement. The following intra- or post-procedural outcomes were noted: raymond and roy class iii (incomplete occlusion) at the time of follow up in 6 patients one required retreatment two small aneurysms recurring after 36 months periprocedural complications in 3 patients morbidity in 1: thrombosis resulting in an ischemic stroke and treated with tirofiban mortality in 1: aneurysm ruptured during endovascular treatment. Despite correct stent placement in the dsa control, aneurysm rupture presumably occurred during stent deployment resulting in subarachnoid hemorrhage (sah) and the patient¿s death a coil dislocated despite correct stent placement, another stent was placed leading to no further complications in stent stenosis (non-medtronic stent) in 7 cases (no symptoms or infarction seen).

Manufacturer narrative:
Continuation of d10: product ID unk-nv-coils (unknown); implant date n/a; explant date n/a product ID unk-nv-echelon (unknown); implant date n/a; explant date n/a product ID unk-nv-coils (unknown); implant date n/a; explant date n/a product ID unk-nv-coils (unknown); implant date n/a; explant date n/a product ID unk-nv-echelon (unknown); implant date n/a; explant date n/a product ID unk-nv-coils (unknown); implant date n/a; explant date n/a g2: citation: authors: melber, k., boxberg, f. W., schlunz-hendann, m., brassel, f., <(>&<)> grieb, d. F. J.. Long-term results of wide-necked intracranial bifurcation aneurysms treated with stent-assisted coiling using low-profile acandis acclino stents.. Interventional neuroradiology¿: journal of peritherapeutic n 29(6), 623¿630 2023. Doi:10.1177/15910199221121398 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.